Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and particulate matter was observed inside the sample, confirming the reported condition. Functional tests were not necessary. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacturing of this lot.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
Customer reported to baxter corporate product surveillance an arthroscopic irrigation set in which particulate matter was observed inside the tubing. The event was reported to have occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.